Event description:
It was reported that post implant the left ventricular lead had possibly migrated and created phrenic nerve stimulation to the patient. The physician attempted to reposition the lead but the lead perforated or even possibly dissected the coronary sinus. The lead was then completely removed and the left ventricular port was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.